Event description:
MFR received a report from an attorney alleging that a raised toilet seat slid off a commode, causing a pt to slip and fall. The installation, assembly and operating instructions that are shipped with this device warn that the seat may not work on designer toilet bowls and must be checked for proper fit and assembly.